Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture, baker grade iii and seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "pain with negative change in format, seroma-late and contracture baker iii". The device remains implanted.